Manufacturer narrative:
It was reported in medwatch form mw5186236 that a tip of the fiber broke in the patient. The piece was extracted with a basket. The DHR review confirmed that the suspect fiber was manufactured without variances or deviations. The suspect fiber was unavailable for evaluation during the timeframe of this investigation. Past complaints were reviewed, and there is no identifiable trend in complaints related to holmium fibers breaking. The risk related to a fiber break is identified as medium. The root cause cannot be fully determined without evaluating the fiber.

Event description:
Dmta received a medwatch form stating that the tip of a fiber had broken off inside a patient. The broken piece was extracted and there was no harm to the patient reported.